Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported by a patient advocate that the patient implanted with this device was currently hospitalized in angola. There was concern that the implantable cardioverter defibrillator (ICD) was not working correctly. The patient was advised against traveling and the advocate was questioning if a physician from portugal could come to angola with a programmer to interrogate and reprogram the device. Additional information was provided showing the device had been checked in (B)(6) 2024 with normal lead measurements, no ventricular tachycardia (vt) episodes stored since the last device check, and no apparent issues with programming. It was noted that an electrocardiogram performed at the device check noted the patient experienced atrial fibrillation (af) with slow ventricular response and complete left bundle branch block.